Event description:
Initial result for one patient sample for hcg+beta was 56 mlu/ml. Same sample rerun and results was <0.05 mlu/ml. Redraw of same patient sample was <0.05 mlu/ml. The patient sample tested for hcg+beta was determined to be a male patient sample, which is not an approved sample type. A different patient sample recovered 5.34 ng/ml for cea. This sample was not rerun. Redraw of this same patient sample recovered 1.84 ng/ml. Information not provided to determine if results were used to guide therapy. The field service representative performed performance check tests.